Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated on 02/03/2019 she started experiencing itchiness at the insertion site and described the area had small bumps and a dry rash. The patient stated the area was so itchy that she kept scratching until the skin was raw. The patient stated she called her primary care physician on (B)(6) 2019 and the doctor prescribed fluocinonide and suggested placing the tagaderm first then insert the sensor. At the time of contact, the patient stated the same rash appears on her wrist, arms, elbows, and top of both thighs, although she has never placed the sensors in those areas. The patient indicated she did not get any relief from using the fluocinonide. No additional event or patient information is available.